Event description:
The customer stated that she performed a control test and received a result of 20 mg/dl. She also performed a control test while troubleshooting and received the same result. The normal control range is 94-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.